Event description:
A mayfield skull clamp was involved in a slippage during a patient surgical procedure. The reporter described the event as, shortly after surgery the patient experienced bleeding on the left side of the patient's head. The event resulted in a laceration to the left temporal scalp. The laceration measured approximately two inches. Additional clinical information has been requested from the reporting facility.

Manufacturer narrative:
Repair evaluation: one product unit was received for evaluation. The unit was thoroughly examined and inspected by manufacturing and quality engineers of the neuro product line. The unit operates normally during functional testing: the #80 torque knob tested good under pressure; ratchet ext arm has no visible cracks; lock has rotational and lateral movement and swivel base is worn but would not have caused slippage. Large starburst teeth show some wear but still functional and would not have caused slippage. Rocker arm passes go nogo gage; all other components are functional. The examination could not duplicate or confirm the cause for the slippage.